Event description:
N/a

Manufacturer narrative:
Updated: b4, g1, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) on dt: 30.12.2024- checked and found that below mentioned part is defective and needs replacement as soon as possible. P/n: d102-00-0001, hydr cmpnt pump assy dc knf. Unit handed over to the customer in the same not working condition. On dt: 02.01.2025- replaced the defective complete compressor/motor assly including new 5000 hours preventive maintenance kit with a new one under cmc. Now the above problem has been rectified and completely resolved and no error messages on the display. Unit is working satisfactorily. Unit is handed over to the customer in working condition.

Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6) hospitals. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit experienced a low vacuum failure issue. No patient involvement was reported.